Manufacturer narrative:
H3: the collimator (product: kit svc bi71000168 collimator w dyn fltr, serial/lot: (B)(6) rev. 4) was returned to the manufacturer for analysis. Analysis found that there was a jammed part/object. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000874, kit svc o2 bi71000874 clmtr 2dlf; product ID: bi71000894, kit svc o2 bi71000894 2dlf spare algn pn; product ID: bi71000888, kit svc o2 bi71000888 cbl clmtr 2dlf; product ID: bi71000875, kit svc o2 bi71000875 4.2 2dlf upgd h3, h6: the system was serviced in the field by a medtronic representative. The collimator was replaced. Codes b01, c07, and d02 are applicable. Img code g04031 applies to the collimator, g0405209 applies to the pin, g02004 applies to the electrical cable, g02008 applies to the software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system booted to an "error initializing collimator" error. The manufacturer representative (rep) tried rebooting the system a few times with no change. The system was not fully docked last time in use. The rep docked the gantry and rebooted again with no change. There was no patient involvement.